Event description:
It was reported that a patient experienced multiple appropriate high voltage therapy shocks due to ventricular fibrillation. During the first ten shocks, the device detected low pacing impedance, but during the following fourteen shocks, the impedance values were seen as normal. The device eventually maxed out therapies, and so the patient needed external defibrillation for their still-present arrhythmia. The lead will continue to be monitored and no replacement is planned for this time.